Event description:
A report was received that a pt had her precision system explanted, due to an infection. The infection was at the ipg pocket site. The pt is now under the care of an infectious disease physician.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluation.